Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose value was 120 mg/dl.